Event description:
The patient had good response from the trial, but has never had a great clinical response. The refill volumes have always been correct. Troubleshooting included an attempted cap study. No fluid was gotten back, so a catheter revision was done after it was revealed that the proximal catheter was obstructed. Good csf backflow was observed before connecting the new catheter to the pump. Initially, the patient responded well in terms of spasticity, but has gotten "tight" again in spite of increasing the dose from 100 to 125mcg/day. The patient is currently experiencing mental status changes (rambling in speech and auditory hallucinations). There is no fever or other signs of withdrawal. A follow up report will be sent when additional information is received.